Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated that when they bend, they felt a jolting sensation. Patient was advised to consult with doctor for more information. No patient outcome was reported.